Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynxgrip vascular closure device (vcd) failed to deploy during a procedure. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle with the stopcock in the open position. The syringe was not received for evaluation. The sealant, procedural sheath, and advancer tube were not returned with the device. Additionally, the balloon was fully deflated. The device was inspected for anomalies that may have contributed to the reported incident, and no anomalies were observed during the visual analysis. Since the sealant and advancer tube of the returned device were not returned, no deployment test could be performed on the returned device. However, the shuttle cartridge was retracted and was able to be advanced and retracted to the black handle without issue per the mynxgrip instructions for use (IFU). Additionally, an inflation/deflation test was performed on the balloon of the returned device. During this evaluation, the balloon was fully inflated, and pressure was maintained. The balloon was successfully inflated and deflated in accordance with the mynxgrip IFU. The reported event of ¿sealant-failure to deploy¿ was not observed through analysis of the returned device since the sealant and advancer tube were not received, and there were no issues noted with the device¿s deployment mechanism during functional analysis. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was returned without the sealant and advancer tube, indicating it was deployed off the device. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue reported by the customer since there were no anomalies noted to the device that could have contributed to the issue reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to deploy during a procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.